Event description:
Serious injury involving one person. While snowboarding, pt experienced a sharp pain in the right eye and went to the nearest eye clinic for an examination. Pt was diagnosed with a corneal ulcer and hospitalized. Medical treatment prescribed was intravenous drip, eye drop, eye ointment. Hypopion was full cleared and most of the ulcer had disappeared. The pt was forcibly removed from the hosp due to bad behavior and attitude. The doctors comment was "that the diagnosis was in direct relation to pt mis-use of extending the wear of the lenses. Pt was in a state of weakened physical strength, fatigue and lack of sleep. The abuse of extended wear stature of the lens had caused the corneal damage.